Event description:
Related manufacturer reference number: 1627487-2022-01453, 1627487-2022-01455. It was reported the patient had a fever and shivers. The lead site was infected and purulent. In turn, the lead was explanted. The patient was given IV and oral antibiotics to address the issue. Issue resolved.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The patient was treated with IV antibiotics and later with oral antibiotics. The infection has since been resolved. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.